Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation the electrode belt did not pass an ECG fall-off test. The cause for was isolated to a broken wire in the ECG cable. The root cause for the broken wire could not be positively identified.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functionality testing.